Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect and stimulation in the wrong location following a fall. It was stated the pt fell on the ice, and experienced an increase in baseline pain, and a lack of stimulation coverage in the foot. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.